Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Even though the event states that an arthrex rep was present, arthrex found no complaint reports matching the details of this maude report. All arthrex reps are trained to report events like this one. An foia request ((B)(4)) for more details was made on 10/31/2014 but was denied. Device history record review revealed nothing relevant to this event. The device was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, torquing while leveraging the device and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported in a maude review that a 3x8 mm arthrex bio-tenodesis screw was being inserted and the tip of the screwdriver broke off and remained in the patient. The maude report also stated that based on information provided by the arthrex rep, the surgeon decided to leave the tip in because removal would cause more damage to the patient. (Even though the maude states that an arthrex rep was present, arthrex could not find any complaint that matches the event and the part and lot number).